Event description:
The customer reported the piggy back backed up into the primary bag instead of infusing into the patient. The customer noted magnesium 2g was infusing at the time of the event. The customer has evaluated the tubing and has determined the failure to be the check value in the primary set. There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.